Manufacturer narrative:
Corrected information was provided in e1 (initial reporter address). Upon review, it was identified that it was inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 medical device problem code a0502 removed device interaction or damage by another device. The kink was reportedly caused by patient's tortuous vasculature, not another device.

Event description:
The complainant reported that a long peel-away sheath developed a slight kink during device advancement. Despite this, the primary device was successfully delivered and positioned without complication. When attempting additional access through the same sheath, the kink prevented passage of a companion sheath, so an alternate access site was used. The procedure concluded without issues, the peel-away sheath was removed intact, and hemostasis was achieved. The physician attributed the kink to significant vessel tortuosity.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pd-any device-(twist, bent, kinked): the cause of the sheath kink was most likely patient condition related due to tortuosity. No product returned to confirm.